Event description:
A 2.5mm diameter x 15mm length sprinter balloon was inserted in a pt for pre-dilatation of the circumflex artery. Vessel morphology is unk. It was reported that the balloon was inflated and deflated one time at an unk atmosphere in the left ascending diagonal artery and then successfully removed from the pt. The physician then re-inserted the balloon into the mid section of the circumflex artery inflated the balloon; however, the balloon would not deflate. The physician exchanged the inflation device, the indeflator with a 60cc syringe and still was unable to deflate the balloon. The physician attempted to pull the catheter out after the balloon would not deflate, while the balloon was still inflated to no avail. The physician then inserted a rotoblade wire and the balloon deflated enough to be removed from the pt. The pt is reported to be fine and no add'l clinical sequelae were reported.

Manufacturer narrative:
Results: other (balloon). Lake of info (unable to perform evaluation of the device).